Event description:
The customer's husband reported via phone call that the customer was recently hospitalized with a blood glucose level of 40 mg/dl. The customer's husband reported that the customer received a low reservoir alert, then when she removed the reservoir, she noticed it was empty. Caller stated that the customer's blood glucose level went down to 40 mg/dl, and was treated with a glucose drip and glucose tablets. Blood glucose level at the time of the call was 116 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. By the end of the call, caller verified that the customer's blood glucose level dropped down to 46 mg/dl. The caller was advised to monitor the insulin pump and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.